Event description:
As reported, approximately 4 years and 9 months post the initial right reverse total shoulder arthroplasty, the patient complained of pain and was found to have a loose stem. The patient was revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 320-01-38 - eq reverse 38mm glenosphere: (B)(6), 320-10-00 - eq rev tray adap plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev tor def screw kit: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev comp sc lck cap kit, 4.5 x 22mm: (B)(6), 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-38-00 - eq reverse 38mm hum liner +0: (B)(6), 321-20-00 - eq reverse shoulder drill kit: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.